Event description:
Customer reported device shows no picture at all when plugged into the system. Customer obtained another camera and worked with no issue. The issue found at preparation for use. There is no patient involvement associated on this reported event. No user injury reported.

Manufacturer narrative:
Device inspection found the customer reported issue was confirmed. Device shows no picture due to faulty ccd unit. In addition, it was observed that the camera head is equipped with a non-olympus cable. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, it is likely the use of a non-olympus cable damaged charge coupled device unit resulted in no image. A definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): "this camera head does not contain any user-serviceable parts. Do not disassemble, modify, or attempt to repair it; patient or operator injury and/or equipment damage may result. Equipment that has been disassembled, repaired, altered, changed, or modified by persons other than olympus¿ own authorized service personnel is excluded from olympus¿ limited warranty and is not warranted by olympus in any manner." Olympus will continue to monitor the field performance of this device.